Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00285 on 27-oct-2023. Additional information (31-jan-2024): siemens reviewed the information provided. The mispl programming configuration has been reviewed and reworked accordingly to account for the severity in review and editing. A configuration issue of the atellica data manager system caused the event. No further action was required. Correction: section d4, unique identifier (UDI) #, required correction because the serial number "(B)(6)" was mistakenly inserted in the initial MDR. Siemens updated section h6 (investigation conclusions) to reflect the additional information.

Event description:
The customer indicated that falsely depressed microalbumin results beginning with ¿<¿ were auto-validated and uploaded by the atellica data manager despite norm, delta, quality control or instrument severity considerations. The samples were repeated on an alternate atellica ch 930 analyzer, and the repeat results recovered higher. The repeat results were considered correct and were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer observed that the atellica data manager auto-validated and uploaded results beginning with < or > on tests with the mispl programming language. The customer only provided falsely depressed results for microalbumin. The customer noted the autovalidation of results occurred regardless of the norm, delta, quality control, or instrument severity. Autovalidation triggers were deactivated once the behavior was identified. The cse identified, reviewed, and reworked mispl triggers to account for severities. Siemens performed a follow-up, and the customer noted the issue was resolved and that the atellica data manager was operating as specified.